Manufacturer narrative:
On 01-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the permanent cautery hook (pch) instrument was reportedly inspected prior to use, and no issues were noted. The surgeon does not know what caused the pch instrument to break. The pch instrument performed as intended during the entire case and it did not make contact with any other instrument or hard material during the surgical procedure. It was noted that the damage was identified at the end of the surgical procedure. The pch instrument was not in use when the surgeon noticed the hook was hanging to one side with a broken hinge, and it would not work. The pch instrument was then removed from the patient. There was resistance when removing the pch instrument through the cannula because the hinge and wrist were not straightened. The surgical staff had to use more force than usual to remove the pch instrument. After the pch instrument was removed from the patient, the surgical staff noticed that there was no damage to the cannula, but the hinge and screw were missing on one side of the instrument. The site conducted an x-ray of the abdomen and found no foreign body inside the patient. No additional surgical procedure was required, and there was no harm to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was performed on a 43 year old black female who was born on june 30, 1977 and weighed 189 lbs. The patient has a history of lap band, fibroids and abdominoplasty. As of the date of this report, the pch instrument has not been returned to isi for evaluation.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation, but an RMA has been created to request the product. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Images of the instrument related to this event were received. The instrument had significant bio debris present, making it difficult to identify if there was a fragment missing. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it seems as though one of the grip cables became dislodged. The image on the right side shows the instrument contains excessive bio debris. A review of the instrument log showed the pch instrument (part #470183-14 / lot #n11190819-0194) was last used on (B)(6) 2020 during this reported procedure with system (B)(4). The pch instrument has 10 allotted uses and 1 use remaining. The log review confirmed that the pch instrument has not been used in subsequent procedures after the alleged event reported on this record. In addition, a review of the site's complaint history identified no other complaints related to the pch instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from the shaft of the pch instrument broke off and fell inside the patient. The fragment was not retrieved. At this time, it is unknown if any additional surgical intervention was required as a result. It is also unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the clinical sales representative (csr) called in to report that one of the instruments broke, and a piece from the shaft of the instrument fell inside the patient. It was noted that it was a 3-way call with the csr, customer, and technical support. The customer stated that the permanent cautery hook (pch) instrument broke near the distal clevis. The technical support engineer (tse) had the customer send in an image of the broken pch instrument. The tse reviewed the picture and informed the customer that the alumina ceramic sleeve material piece was radiopaque and expected to produce very low artifact. The tse followed up with a clinical development engineer (cde) for confirmation, and the cde stated that the broken portion of the instrument was made of ultem and is not radiopaque. The tse contacted the customer to inform them that the broken piece was not radiopaque. The customer stated that they were not able to locate the missing piece and not sure what post operative test(s) had been ordered. The customer also reported that the procedure was completed as planned and that there was no patient injury at the time of the callback. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the operating room (or) manager confirmed the fragment was not retrieved. To her knowledge, there was no patient harm. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. The or manager was unable to provide additional details related to the event, and stated that further questions would need to go to the risk management manager. Isi attempted to obtain additional information from the risk management manager, but no further details have been provided as of the date of this report.